Manufacturer narrative:
Voluntary medwatch received mw5156711. D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that during a follow-up visit, upon review of the electrogram (egm), the right ventricular (rv) lead exhibited abnormal impedances and oversensing noise. The health care professional suspected the cause to be due to insulation damage. At this time, the rv lead remains in service. No additional adverse patient effects were reported.